Event description:
In 2009, the pt's wife reported that the pt's blood glucose had been elevated since 12:30 am. The pt stated that he experienced frequent urination during the night and at 10:30-11:00 am, his blood glucose measured 561 mg/dl. He injected 12 units of insulin via syringe and he switched to his backup infusion device. He stated that when he removed the insulin cartridge from the primary infusion device, 4 drops of insulin dripped out of the cartridge compartment. He believes the insulin cartridge may have been leaking. He stated that his infusion site had been in use for 3-4 days and he was advised to change it every 3 days. He stated that he has insulin "bumps" on his abdomen and he was educated on infusion site management. He stated that at lunch time his blood glucose measured 186 mg/dl. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for eval.